Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This event was submitted by user facility under (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from health care professional via regulatory body regarding a driver used in c3-c6 posterior infusion with hardware removal. It was reported that the tip of screwdriver broke off in patient. There were no patient symptoms reported. No further complications reported.